Manufacturer narrative:
The complainant has indicated that the device was disposed and will not be returned to the MFR; consequently, an evaluation cannot be performed and we are unable to determine a root cause for the reported failure mode of the device. A DHR investigation revealed that all acceptance records demonstrate the device was manufactured in accordance with the device master record. No anomalies were noted. A batch/lot history search was performed on this device's reported batch/lot number. This search showed that a total of 4 complaints exist on this lot. Three of the 4 complaints were filed by this end-user on the same date and one complaint was for a different reported event (clip bound in sheath). A 15 month complaint history review was performed for product family resolution clip (jan '06 to mar '07); this review revealed there is no unfavorable trend. Additionally, the total number of complaints received for this product family does not exceed a limit which would warrant further action at this time.

Event description:
The complainant has reported that a pt had undergone a hemostatic clipping procedure within the esophagus using a bsc resolution clip devices. This medwatch is for the first of two clips used in the procedure that were reported to have malfunctioned. Following a polypectomy procedure, the physician elected to use a clip at the site where the base of the polyp was excised in order to prevent post polypectomy bleeding. The first clip that was attempted to be used grasped tissue but did not release from the catheter. A second hemoclip was attempted but presented the same difficulty. Ultimately a third clip was utilized to successfully complete the procedure. The pt was reported to be "fine" following these events.